Event description:
Medtronic received information that during or following the implant of this transcatheter bioprosthetic valve, the patient developed left bundle branch block that required temporary pacing support. A permanent pacemaker was implanted the following day. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The device expiration date and device manufacturing dates were inadvertently omitted from the previous report. This information has been added to this report.

Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.